Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing at the quick release would not connect properly and it came apart. The patient's blood glucose level reached above 500 mg/dl and was fluctuating. The site location was left side of patient's abdomen and the pump was on the same side in the pocket. The infusion had been in use for at least a day and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.